Event description:
It was reported that during the implant procedure, this left ventricular (lv) lead exhibited high, out-of-range pacing impedance measurements of greater than 2,000 ohms. The pacing threshold measurements were also very high. The physician selected another target vein and implanted a spiral model to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received.